Manufacturer narrative:
Date of event: exact date unknown, event occurred around (B)(6) 2022.

Event description:
It was reported that the patients ipg was reaching end of life. The patient underwent an ipg replacement procedure and was doing well post-operatively. No device malfunction suspected. The explanted device will not be returned as it was kept by the facility.